Event description:
It was initially reported that the intraocular lens (iol) was damaged during surgery. There was patient contact. There was a "miscalculation or improper fit/manufacturer defect" and another iol was required after iris prosthesis was inserted. There was an incision enlargement as a result of the implant and an anterior vitrectomy performed. There was no patient harm. Through follow-up it was learned that the patient's capsular bag broke on insertion of the lens in the left eye. The issue was not due to use error and there was no damage to the lens haptic or optic. The iol was fully inserted and removed and replaced in the same procedure. A non-johnson & johnson iol was inserted as replacement. The vitrectomy was unplanned and triggered when the iol was inserted. The account indicated that there was no malfunction of the lens. The patient outcome is unknown. The device was discarded. No further information was provided.

Manufacturer narrative:
Patient weight: unknown; requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.